Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note : manufacturer contacted customer in a follow-up call on 26-apr-2021 to ensure the customer's condition had improved - able to contact the customer who stated his condition had improved and he did not currently have any diabetic symptoms. No medical attention since the last call was reported. No additional blood tests had been performed using the true metrix meter. Note : manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. Customer stated he had just used the true metrix meter for the first time the day prior. The customer does not know his expected blood glucose test result range. At the time of the call, the customer reported that he was experiencing dizziness upon standing; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturers expiration date is 06/22/2022 and open vial date is 04/22/2021. The meter memory was reviewed for previous test result history (only one result was provided): result 1: hi date: (B)(6) 2020 time: 12:18 pm non- fasting (ate 30 minutes prior)

Manufacturer narrative:
Sections with additional information as of 01-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.